Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a system extraction due to an infection. The infection was noted approximately one week prior. The cause of the infection was unknown. There was no claim that the device or system caused the infection. The system was explanted without adverse event and the patient was stable throughout.